Event description:
While performing bench services for the device, a philips bench technician discovered that the front label on the device was ripped. There was no reported patient or user involvement and no adverse patient/user impact.